Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ectopic pregnancy operation, bleeding occurred. The hemostatic effect was not obvious and the clotting effect could not be achieved. They replaced the dissector to complete the case. No blood transfusion was required. There was no patient injury.